Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery (lad). The 4.0x23mm xience prime stent delivery system (sds) was deployed and the balloon was fully deflated; however, during removal of the sds resistance was met with the stent and the use of excessive force was noted. After several attempts the sds was removed. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported the xience prime stent delivery system (sds) was used to treat a mildly calcified, mildly tortuous left anterior descending artery (lad). The 4.0x23mm xience prime stent delivery system (sds) was deployed, and fully deflated; however, during removal of the sds resistance was met with the stent and the use of excessive force was noted. It should be noted that the xience prime everolimus eluting coronary stent system instruction for use (IFU) notes: if, during withdrawal, resistance is encountered, use the following steps to improve balloon rewrap. Re-inflate the balloon up to nominal pressure and repeat steps 1-5 of the system removal process. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in the loss or damage to the stent and/or delivery system components. In this case, it is unknown if the IFU deviation related to the use of excessive force contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to difficulty removing the device post-deployment may include, but not limited to, damage to the balloon, stent wall apposition, anatomical conditions, deflation technique, insufficient support or interactions with other devices. In this case, it is possible that the deflation technique contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.